Event description:
An issue was reported where the customer experienced a discrepancy between the displayed and actual time on their pump, which was greater than five minutes. Despite this, there was no adverse impact on the customer's blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. The customer was assisted by technical support in updating the pump's time and was advised to monitor the situation, with further instructions to follow up if the discrepancy persisted. The customer understood and acknowledged the guidance provided.